Event description:
Note: this MFR report pertains to one of seven devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04400, #3005099803-2010-04401, #3005099803-2010-04402, 3005099803-2010-04344, 3005099803-2010-04405, and #3005099803-2010-04406 for a description of the other devices. This report is for the captiflex oval snare device. It was reported to boston scientific corporation that a colonoscopy with polypectomy procedure was intended to be performed using several boston scientific products. According to the complainant, during the procedure, they were going to use an endostat ii generator, footswitch, active cord, and a captiflex oval snare device, but there was no energy output on the monopolar setting. They tested the endostat ii generator using a second footswitch, active cord, and a gold probe on the bipolar setting; the pump would work but there was still no energy output. The procedure was aborted at this time. Later the same day, the patient was brought back in, and the procedure was completed with a valley lab generator and a different snare; the manufacturer of the snare is unknown. Following the procedure, another technician tested the endostat ii generator, and was able to produce a spark. It is unknown if the problem is intermittent. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. A batch review has been performed. All release criteria have been met for the production of this lot. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Event description:
The facility representative contacted baxter to report an infusor that had ruptured during patient use at the patient's home. The event occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.